Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and need to be pressed two to four times to get them to work. Customer does not recall any significant events leading to the error but indicated that she is a new user to the pump. Customer's blood glucose was unknown at the time of incident. Troubleshooting was offered but customer declined. No further information was provided.